Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post implant with a tamponade. It was also noted that the right atrial lead had decreased sensing and increased thresholds. A pericardial drain was inserted, and the fluid was removed successfully. The patient was stable and recovering.